Event description:
Varihesive extra thin was reportedly used to secure an intranasal tube to the nose of a newborn in the ICU for an unk period of time. Skin breakdown and subsequent necrosis occurred. It has not yet been determined whether the skin breakdown occurred from the tubing or the dressing. Surgical intervention was necessary. Based on the limited info available regarding this case covatec believes that this use of duoderm extra thin is an example of off-label use and not suggested by convatec.

Manufacturer narrative:
.